Manufacturer narrative:
Results of investigation: the uim (user interface module) was returned to carefusion's failure analysis laboratory. The reported issue was duplicated and the root cause was identified to be a loose connection.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the involved component is not available for evaluation by carefusion.

Event description:
The customer reported the uim (user interface model) was flickering on the top and bottom of the display while using the avea ventilator. Upon further investigation, the issue occurred during patient use, and the customer reported patient involvement. The customer reported no harm came to the patient as the display problem did not affect the ventilator delivery and the user had enough time to change to another known working ventilator. Carefusion (cfn) technical support recommended replacing the uim display and a purchase order has been initiated.